Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information received from the physician on (B)(6) 2013 stated that the patient complained of increased urine leakage in (B)(6) 2012 and was given toviaz and estrogen cream. In (B)(6) 2012 the patient stated she saw a "cotton fiber like material" extruding from her vagina area. However, when the doctor examined her there was no evidence or erosion. In (B)(6) 2013 the patient followed up stating that the toviaz was not giving her relief so she was placed on ditropan xl. In (B)(6) 2013 the patient complained of leakage again and was referred to a specialist.